Event description:
It was reported that the radiofrequency programmer head had the "sticky backing" missing. The head was returned for service. No pa tientcomplications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head would not interrogate and failed uplink tests and therefore the cable was replaced. It was confirmed that the head's label was missing its backing and therefore the label was replaced. (B)(4).